Event description:
It was reported that the driver ran on its own during a surgical procedure. A back-up device was used to continue the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion on the potted trigger connection. Bearings were also replaced for preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.